Manufacturer narrative:
It was not confirmed that there is a clear relationship with the s&n product trivex and the incident reported.

Event description:
Daughter reports that her mother in-law experienced blood stasis and add'l surgery was done to remove it.